Manufacturer narrative:
Concomitant medical products: product ID: 305u23 tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no green lights on the telemetry portion of the remote monitor. Troubleshooting steps were taken to no avail. The patient was referred to the doctor for follow-up in the clinic. This will help rule out any potential implanted device concerns. The monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.